Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 46 mg/dl (compact plus) and 79 mg/dl (aviva) customer did not have any symptoms, but she was given some honey to bring her blood glucose up. No adverse event reported. Requested return of suspect device and replacement was sent.